Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient stated they nearly passed out while in a workout class and received assistance from participants with glucose. At an unspecified date and time, the cgm was reading 256 mg/dl and the blood glucose reading was 130 mg/dl. The patient reported that the day prior to the report, the cgm value was 250 mg/dl, the patient took an unspecified bolus, then "crashed" within a few minutes. The bg was not taken at that time. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.